Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, it was reported that a beta bionics ilet user experienced multiple hypoglycemic episodes overnight, with a lowest blood glucose value of 65 mg/dl. The user managed the episodes with fast-acting carbs and glucose levels subsequently returned to range. No outside medical intervention was required.